Event description:
The manufacturer received information alleging the proximal pressure test steps had failed during preventative maintenance on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that the devices sensor printed circuit assembly (pca) had caused the proximal pressure test steps to fail on the device. In conclusion, the device's sensor pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the motor assembly, stirring fan foam, and forty-three (43) micron filter were replaced due to a "life related" smell on the device. This was unrelated to the reportable issue. The capacitor/battery retainer was replaced due to physical damage unrelated to the reportable issue.